Event description:
New information received that patient presented to hospital for follow up. The atrial lead exhibited additional elevated impedance.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient presented with syncope episode. The atrial lead exhibited under sensing and capture issue. Additionally, the right ventricle (rv) lead exhibited high threshold and led to loss of capture. Both atrial and rv leads were capped and replaced on (B)(6) 2026. The patient was stable.